Event description:
Additional information received from the patient indicated that their managing physician has not been notified of their eos, and no steps have been taken to resolve the issue at this time.

Event description:
A patient reported an end of service (eos) message. The implantable neurostimulator (ins) was off/disabled and no longer providing therapy. The patient stated that when he first received the ins, he was told the battery would wear out between 5 and 7 years and then was later told between 7 and 10 years. The patient¿s ins will be 6 years old in (B)(6) 2017. The patient stated he kept his device on most of the time to keep hip pain away. The patient reported a loss of therapy and pain return. The patient states that he was having trouble with the right side hurting badly, so the patient went and saw a brain and spine specialist and they did a CT scan on him and found inflammation around the bottom of his spine and they were worried that something was wrong with the ins implant or cage around the bottom of his spine. The patient had the spinal cage implanted prior to his ins. The patient reports he got a shot on his right side which took the pain away so he just left it alone for a while but then his therapy quit. Physician listings were sent. The indication for implant was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.